Event description:
It was reported that during a liver resection procedure, the white tissue pad was melting. Another device was opened, and the case was completed without any problems. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.